Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device that the patient alleges that the filters are turning black. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.